Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the power motor cable and repaired the microswitch. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the systems' alarm motor is not working properly. No patient injury was reported.